Manufacturer narrative:
H3- device evaluation: lens was returned in a micro centrifuge vial with moisture and residue on the lens. Visual inspection found the optic and haptic torn with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm vicmo13.2, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. On (B)(6) 2020, a replacement lens was implanted. This resolved the problem. Cause of the event is reported as user error.